Event description:
Customer reported erroneous high monocyte count for one patient sample initially run on the coulter lh 780 hematology analyzer. Upon rerun in the manual mode, the patient sample had a lower monocyte count which matched the patient history. The correct test results were reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the stable lyse pinch valve (vl45) which actuates the stabilyse pump (quench pump, pm1) malfunctioned and was replaced to resolve this issue. Evaluation of product labeling: coulter® lh 780 hematology analyzer instructions for use, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.